Event description:
(B)(4). Had severe pain in pelvic area felt like stabbing pain as if ovaries were being pulled apart, had very heavy period that was causing clots. Also had polyp and cyst that were removed (B)(6) 2014. Constant migraine, fatigue, pain in joints, numbness, tingling in legs that went to feet.